Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a bicep tenodesis procedure, including rotator cuff repair, as the surgeon was doing the loop and tack the ar-13999mf, scorpion misfired at an angel, going in to the patient tendon. When the surgeon was removing the ar-13999mf, the notch on the device was caught on the trap door. The surgeon tried to maneuver the suture to get it to release. The surgeon was unsuccessful in releasing the suture and needle and the surgeon had to cut into the tendon lateral and medial to release the broken pieces. The case was completed using a peel pack scorpion for loop and tack.